Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14 apr 2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 16 oct 2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) as the physician was cutting the tether of the delivery system the patient moved suddenly. The ipg dislodged and was removed using a snare. The ipg was replaced using a traditional pacing system. No patient complications have been reported as a result of this event.